Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no power issues found in the pump's history. There was no activity outside normal use observed in the pump's history. There was no damage found to the battery compartment. The battery cap threads were found to be stripped. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery cap was unable to establish an electrical connection. A test cap was used for testing purposes. The pump was exercised for 24 hours with the test cap and no powers issues were found.

Event description:
On (B)(6), 2011, the lay-user/patient contacted animas alleging a power issue with the pump. The patient claimed that the pump would not power on although the batteries had been replaced. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a no power issue. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.